Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 1293623. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Bd will continue to monitor this issue.

Event description:
It was reported that the bd intima-ii closed IV catheter system experienced tubing damage with leakage. The following information was provided by the initial reporter: on the afternoon of (B)(6) 2022, the nurse followed the doctor's instructions to give the patient infusion therapy after admission, took out the well-packaged closed venous indwelling needle, and successfully placed it into the patient's vein. After cleaning, connect the infusion set and turn on the infusion switch to input the liquid. It is found that there is liquid seeping out from the extension tube.